Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical provided part number for switch/overlay and transferred customer to customer support to place an order. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator has a problem regarding dc (direct current) indicator led (light-emitting diode) that is dim. Furthermore, there is no patient involvement associated with the reported event.